Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: may 21, 2025. Sampling from: distal end. Cfu: 7cfu. Bacterial identification: bacillaceae. Sampling date: jun 11, 2025. Sampling from: distal end. Cfu: 2cfu. Bacterial identification: micrococcaceae. Sampling from: operation canal. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: suction channel. Cfu: 2cfu. Bacterial identification: micrococcaceae, moraxella osloensis. Sampling from: air/water channel. Cfu: 1cfu. Bacterial identification: bacillaceae. Sampling from: water jet canal. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: jul 25, 2025. Sampling from: operation canal, suction channel, air/water channel, water jet canal, distal end. Cfu: <1cfu. Bacterial identification: n/a. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrovideoscope tested positive for 1 colony forming units (cfus) of bacillus species in the biopsy channel and 72 cfus of candida parapsilosis in the erector channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.